Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 07, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 07, 2022.